Event description:
It was reported that the lead exhibited loss of capture and impedance was less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.